Event description:
The facility representative reported an infusion pump with failure code 812:02 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the condition of fail code 812:02 was confirmed during product evaluation. Fail code 812:02 was observed in the event history and was caused by a non operational pump head module. The pump head module was replaced.